Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of low blood results. Customer states that she does not feel well and may seek medical attention. Verified the strips expire 04/30/2017 and that the test strips are stored in the living room. Customer states the test strips were first opened (B)(6) 2015. Customer's expected glucose range is 103-113mg/dl. Customers is concerned with a result of 49mg/dl obtained on (B)(6) 2015.